Manufacturer narrative:
Upon reassessment, it was identified that the report was inadvertently reported under MFR: 0001822565-2017-04717. The report should be voided and the correct report will be submitted under MFR: 3007963827-2018-00004.

Manufacturer narrative:
(B)(4). Concomitant products: unknown tibial tray, catalog # unknown, lot # unknown; unknown bearing, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device remains implant. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04722, 0001822565-2017-04723.

Event description:
It was reported following a left knee arthroplasty, the patient underwent a manipulation. The patient is experiencing loosening, swelling, popping and snapping. No additional patient consequences were reported.